Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was without stimulation. Troubleshooting revealed the program was auto-reducing. Follow-up identified diagnostic tests revealed one contact showed high impedance. The pt was given new programs utilizing different contacts and effective coverage of painful areas was obtained. Further investigation revealed surgical intervention was undertaken replacing the leads due to high impedances. No product will return to the manufacturer.